Event description:
Reference number (B)(4). Event occurred in the unites states. On 19-jun-2024, reported that patient faced infusion set cannula kinked after 3 hours of insertion. Insertion site was abdomen. Customer regularly rotate site location. The blood glucose level was 534 mg/dl. Therefore, patient treated with correction injection via bolus. Health care professional take patient to an addition unit of insulin via multiple daily injection and drink extra water. This event cause injury, bruise on stomach. Patient have ketones. Customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.